Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and difference between sensor glucose and blood glucose values. Ana also reported calibration was out of range, sensor glucose value was not available for long time. The event involved product(s) mmt-7040d9. Troubleshooting was not performed for sensor glucose vs blood glucose. The customer reported blood glucose was 110 mg/dl and sensor glucose reported value was 280 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 170 and it was beyond 30% limit. Troubleshooting was not performed for high blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. Product return for mmt-7040d9 is not expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.